Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08157 and 1825034-2016-03786).

Event description:
Medical records indicate difficulty removing a femoral head during a revision. Evidence of corrosion was indicated at the head and neck junction . No patient injury or delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - integral femoral stem catalog#: x170318 lot#: 268080.